Event description:
It was reported to boston scientific corporation on september 27, 2005, that a jagwire was used during a procedure performed in 2005 (patient age, gender and weight are unknown). According to the complainant, the cannula and guidewire were inserted with a stent. During removal of the guidewire, the ptfe coating was "peeled off." As a result, system removal required withdrawal of all devices at once. Procedure successfully completed with "another unit" (product and manufacturer unknown). The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The jagwire returned and was evaluated for the reported failure. A visual evaluation confirmed the split and corrugated ptfe sheath, which had exposed the core wire . Additionally, indentations were found adjacent to split sheath. A dimensional analysis of the core wire o.d. Was conducted and the measurements were found to fall within the device specifications where no sheath damage existed. The cause of the reported malfunction is undetermined.